Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was 436 mg/dl, which was treated with manual injections upon admittance. The customer's mother stated that the insulin pump had alarmed no delivery prior to the hospitalization. She declined giving further details regarding the hospitalization. Upon troubleshooting, insulin did exit during a fixed prime. The infusion set could not be removed at the time of the call to examine the cannula. Advised the customer to change the entire infusion set. She stated that the customer would change the set as soon as possible and did not require any further assistance. Nothing further reported.